Event description:
Note: the date of the event is unknown. It was reported to boston scientific in 2007 that a jagtome rx sphincterotome was used during a procedure (patient age gender and weight unknown). According to the complainant, "after passage in the endoscope, the distal tip of the device was torn. The nurse noticed that the device did not have an usual position inside the packaging, but they did not see the hole." The physician completed the procedure with another jagtome rx sphincterotome. No complications were reported as a result of this issue, and the patient was reported as "ok" following the procedure.

Manufacturer narrative:
A visual examination of the returned device confirmed the reported event. The returned unit revealed that the distal tip of the extrusion was severally twisted and split. Although the exact cause can not be determined, this damage is indicative of the distal tip making contact with a hard edge. However, when and how the damage occurred cannot be determined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.